Manufacturer narrative:
(B)(4).

Event description:
Patient's husband contacted dexcom on (B)(6) 2015 to report that the receiver displayed initializing screen without manual restart on (B)(6) 2015. At the time of contact, no injury or medical intervention was reported. The complaint device was returned for evaluation. External visual inspection found no observations related to the customer complaint. Global receiver functional testing resulted in no failures related to the customer complaint. However, a review of the receiver data log found a hardware error code failure. The customer complaint was confirmed. The root cause could not be determined.